Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, ovarian cyst, knee operation, pap smear abnormal, multigravida, miscarriage and parity 1. Previously administered products included for an unreported indication: ortho-tricyclen birth control pill. Concurrent conditions included fibroids, cyst, chronic cervicitis, squamous cell metaplasia and uterine leiomyoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain") and dysmenorrhoea ("cyclical menstrual pain"). The patient was treated with surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, endometriosis and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - essure insertion date previously reported (in summons) as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2011: early secretory endometrial and a pap smear was normal. Ultrasound scan vagina - on (B)(6) 2009: essure was placed correctly; on (B)(6) 2011: uterine length to be 93 mm, thickened endometrium with an endometrial lesion of 29 x 17 x 24 mm. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received ¿ case become valid with incident. New event pelvic pain, vaginal hemorrhage, menorrhagia, endometriosis, abdominal pain and dysmenorrhea were added. Product information , product indication, essure insertion date update and removal date were added. Patient information date of birth, race and height were added. New reporter and consumer address were added. Medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.